Event description:
Patient had 6996sq implant in 2019 due to unsuccessful shock with her biotronik rv lead. 6996sq fractured, high impedance. Physician explanted it, along with her biotronik rv lead. Physician implanted 6935m in more apical location. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).